Event description:
It is reported that immediate post operative x-rays showed the glenosphere was disengaged from the baseplate. The pt was taken back into surgery and replaced the glenosphere.

Manufacturer narrative:
This report will be amended when our investigation is complete.